Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, brown particles. A visual and microscopic analysis was performed which identified striated opening on posterior and delamination orientation dot. Base on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool and a delamination partial of the orientation dot (adhesive failure) the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "seroma" and "exchange of textured to smooth implants". Device has been explanted.